Manufacturer narrative:
Initial reporter phone#: (B)(6) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that blood leaked from a bd insyte-w ¿ IV catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: the nonconformance cannot be confirmed as no actual sample was returned for investigation. A device history record review showed no non-conformances associated with this issue during the production of the reported batches. The complaint will be reopened if the sample is returned for investigation.. Investigation conclusion: the root cause cannot be determined as no samples were returned for investigation.